Manufacturer narrative:
B3: corrected the date of event.

Manufacturer narrative:
D4 (serial) has been updated. Hematuria/arrhythmia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position could not be determined as it was unclear how pump came out of position with the limited clinical details provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the direct access at the aorta to support the 73-year-old male patient who had been admitted in for surgery. The patient was to have a valve replacement and coronary artery bypass surgery. The patient had presented in scai stage d shock and was on an intra-aortic balloon pump (iabp) and vented for respiratory needs. The patient was in the operating suite with the 5.5 pump on surgical mode, and was found to be unable to come off the bypass pump due to surgical bleeding. The surgeon had issues repairing the left atrium's bleed. Once the patient bleeding was remedied, the patient came of the bypass and was prepped for admit to the ICU. The impella began to alarm for suction and "in aorta" which prompted the team to adjust and reposition the 5.5 pump. The 5.5 pump and iabp remained on for the patient's support needs. The patient had a single episode of hematuria postoperatively, but hemolysis was not confirmed. The pump remained on for support til wean and explant on day 6. The patient survived. The pump repositioning will be conservatively reported; however, the repositioning was performed with no consequence to the patient and support.

Manufacturer narrative:
B3: corrected date of event. H6: codes added per new information. Clinical review/rationale: an impella 5.5 was placed via the direct access at the aorta to support the 73 year old male patient who had been admitted in for surgery. The patient was to have a valve replacement and coronary artery bypass surgery. The patient had presented in scai stage d shock and was on an intra-aortic balloon pump (iabp) and vented for respiratory needs. The patient was in the operating suite with the 5.5 pump on surgical mode, and was found to be unable to come off the bypass pump due to surgical bleeding. The surgeon had issues repairing the left atrium's bleed. Once the patient bleeding was remedied, the patient came of the bypass and was prepped for admit to the ICU. The impella began to alarm for suction and "in aorta" which prompted the team to adjust and reposition the 5.5 pump. The 5.5 pump and iabp remained on for the patient's support needs. The patient had a single episode of hematuria postoperatively, but hemolysis was not confirmed. The pump remained on for support til wean and explant on day 6. The patient suffered a new run of supraventricular tachycardia (svt) at the time of explant, and the patient was shocked repeatedly even after the pump was explanted when the svt continued. The patient survived. The pump repositioning will be conservatively reported, however the repositioning was performed with no consequence to the patient and support.